Event description:
A surgical pack was opened. The 10 cc control syringe separated into two pieces while staff were preparing set-up for the surgery. The separation occurred in two places: one at the shaft and the other where the person hold the syringe. No harm to patient or staff. Another kit was opened and case continued.what was the original intended procedure?hernia repair.device #1is this a laboratory device or laboratory test?no.